Event description:
Event date: on (B)(6) 2023: rv (right ventricular) tip to rvcoil lead impedance warning on (B)(6) 2024. Device appears to have been checked since on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).